Event description:
Caller reported that their pump screen was not functioning as it remained dark and unresponsive after being submerged in water. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.